Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a patient was treated with chronosputty on an unknown date. Two x-rays taken three days post-operatively showed white parts beside the cage were visible. The surgeon said that the chronosputty is leaving the cage, causing the quantity of putty in the cage to decrease. Surgeon plans to take a new x-ray four months post-operatively. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.manufacturing documents were reviewed and no complaint related issues were found.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4): device is not distributed in the united states, but is similar to device marketed in the USA.a review of the device history records has been requested.(B)(4).